Manufacturer narrative:
Evaluation of the pump logs indicated the device was being used to deliver 2,000.0 mcg/ml of gablofen at a daily dose of 220.0 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indications for use were intractable spasticity and multiple sclerosis. It was reported that the patient experienced a sudden loss of therapy. Device-related infusion device removal occurred, and the device was replaced with a product from the device manufacturer. It ¿seemed like a catheter occlusion¿, and the reason for catheter removal was ¿occlusion possibly¿. The device was used with/in the patient. The intended use of the device was treatment. There was no patient death. No rotor study was performed. No dye study was performed. The patient was not in a clinical study. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new additional information in source documents. Refer to related pe (B)(4) (reg report 3004209178-2016-23110) (issues with pump/moved/cath infection) for omitted information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.